Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was returned to depuy synthes for evaluation. Depuy synthes cq conducted visual and dimensional inspection of the returned device. Visual analysis of the returned sample revealed the distal tip of the device was broken and not returned. There were scratches on the device and the etch on the device started to fade but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection was performed, in accordance with depuy synthes procedures, and the device was within specifications during the analysis. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The event described could be confirmed as the tip of the returned device was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Device history lot a review of the receiving inspection (ri) for exp a quickconnect screwdriver was conducted identifying that lot number pc3534288 was released in two batches. ¿ batch1: lot qty of (B)(4) units were released on jan 14, 2017 with no discrepancies. ¿ batch 2: lot qty of (B)(4) units were released on jan 14, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior lumbar interbody fusion (plif) surgery the tip of the screwdriver broke during the screw insertion. The procedure was completed with a less than thirty (30) minute delay. The procedure was completed successfully. The patient was reported as stable. This report involves one (1) exp a quickconnect screwdriver. This is report 1 of 1 for (B)(4).